Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic. During device interrogation it was discovered that the right atrial (ra) lead was dislodged. The ra lead was exhibiting loss of capture and under-sensing. The ra lead was explanted and replaced successfully. The patient was in stable condition.